Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone without an alarm. The customer's blood glucose was 155 mg/dl at the time of incident. The customer was advised to put insulin pump to rest. The customer stated that the constant tone did not disappear after inserting a new battery after insulin pump rest. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with constant tone and frozen screen due to faulty interface board. We were unable to perform the functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to constant tone. The insulin pump had cracked case at display window corners, cracked battery tube threads, minor scratched and cracked display window.